Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case (B)(4)) in united states on (B)(6) 2014 which refers to herself, a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. Essure was removed on (B)(6) 2013 due to excessive bleeding, extreme pain and bloating. Consumer was diagnosed with immunodeficiencies. The pain has increased and she is scheduled for a hysterectomy. A serious injury was mentioned but not specified and/or assigned to one of the events. Ptc investigation result was received on (B)(6) 2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality defect per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced excessive bleeding (considered as genital bleeding). This case is not medically confirmed. The event is considered serious due medical importance and listed in the essure reference safety information. Bleeding may occur with essure use. In this particular case, no much information was provided about this event. It was only mentioned that the essure was removed due to excessive bleeding, extreme pain and bloating. The pain increased after essure removal - the consumer is scheduled for a hysterectomy. No information was provided regarding bleeding. Consumer was also diagnosed with immunodeficiencies. Given the information provided, causality between bleeding and essure use cannot be excluded. Essure was removed, hence this case is regarded as an incident. A product technical analysis was unable to confirm any quality defect or device malfunction at this time and concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No follow up was possible since the consumer did not provide any contact information.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs